Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent dislodgement occurred. Vascular access site was obtained via the radial artery. The 2.5 mm x 18 mm, 80% stenosed de novo target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The lesion was predilated with 2 1.5/2.0 non bsc balloon catheters. A 2.50 mm x 20 mm promus element stent delivery system was advanced but could not cross the lesion. After 2 trials the physician decided to retrieve the stent but the stent dislodged. The stent was finally found in the radial artery. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).